Manufacturer narrative:
Batch review performed on 13 april 2018: lot 144650: (B)(4) items manufactured and released on 02 october 2014. Expiration date:2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 1 year and 6 months after the primary. The surgeon determined the screw backed out of the poly. The surgeon revised the poly without a screw. The surgery was completed successfully.